Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This event occurred while filling the device with chemotherapy. The device ruptured after filling to 120ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: june 23, 2017 - june 24, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder of the device had ruptured. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.